Manufacturer narrative:
The field service engineer determined that the cover of the mixer was scratching the top of the cuvette, causing carry over between samples. The cover and probe were cleaned. The pump pressure was adjusted. Precision studies were performed and were acceptable. The customer ran calibration and controls, which were acceptable.

Event description:
The initial reporter stated they have been having ongoing issues with the ise system of the cobas 6000 c (501) module. They received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter also mentioned they were having quality control recovery issues with one other test on the analyzer. The patient sample initially resulted in a na value of 99 mmol/l. Due to ongoing issues and "odd results", the patient sample was repeated on a second analyzer, resulting in a value of 136 mmol/l. The repeat value was deemed correct. The na electrode lot number was v44. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on 10-aug-2022 was okay and there were no alarms. Quality controls surrounding the event were within range. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.